Manufacturer narrative:
Based on the narrative provided in the complaint form, it appears that the catheter got stuck in the introducer sheath, and due to the withdrawal force the balloon portion got separated from the catheter. There was no additional intervention required because the separated portion was within the introducer sheath itself. The device was returned with the balloon detached from the catheter shaft. All of the components of the catheter are present and remain intact, and the balloon is not missing any pieces. Review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping. Shockwave is of the opinion that as the physician tried to withdraw the catheter back into the sheath but could not do so, the outer shaft began to neck until the balloon bonds broke. As a result, the balloon became fully detached from the catheter. The overall procedure was successful, and final patient outcome was good. There was no patient death or serious injury. There was no clinically significant increase in procedure time or a deterioration in patient health. This MDR report is being filed in the abundance of caution as no patient harm was experienced as a result of the case.

Event description:
The patient had critical ischemia of right lower limb and severe iliac calcification. After delivering ivl therapy, the balloon was deflated and the physician attempted to remove the catheter from the patient. During the removal process, the catheter got stuck in a 7fr cook introducer sheath, and when the device was finally removed, it was noticed that the balloon was missing from the catheter shaft. The physician was able to successfully remove the detached balloon, as the separated portion remind in the introducer sheath. There was no unplanned intervention to retrieve the separated balloon piece because it was contained within the introducer sheath and not in the patient. The overall procedure was successful and final patient outcome was good. There was no patient death or serious injury. There was no clinically significant increase in procedure time or a deterioration in patient health. The physician believes that shockwave balloon got stuck in the introducer during removal, but there were no device problems during the treatment.